Manufacturer narrative:
(B)(4). Exterior physical visual inspection: passed. Voltage measurement: failed 0 vdc. Share log review: a pairing failure was found in the log within the investigation window. Device is available for evaluation.

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. An exterior physical visual inspection was performed and passed. A voltage measurement was performed and failed at 0 vdc. A share log review was performed and a pairing failure was found in the log within the investigation window. The probable cause was determined to be failed transmitter error. The reported event of a pairing failure is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be failed transmitter error. The reported event of a pairing failure is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The rga number was changed from (B)(4) to (B)(4).